Manufacturer narrative:
Available additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information.

Event description:
Addendum feb 24, 2023: there is no patient involvement in the event. The intended procedure was completed without any delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However it is likely that disconnection of the image signal cable at the bending point when it was angulated. The following is included in the instructions for use (IFU): "confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full name of the facility is (B)(6) medical center. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the image disappears and also occurrence of noise during angulation in up/down directions. This is attributed to the damage on charge couple device (ccd) unit. Other observations for the device: distal end rubber coating (a-rubber) has a chip and a scratch; due to damage on bending tube, bending angle in up direction exceeds the standard value; due to damage on forceps elevator lever, bending section cannot be fixed firmly; adhesive around objective lens is peeled; video connector has a crack; indication on light guide connector is not correct; switch (sw) has discoloration; control unit has discoloration; and video connector, light guide cover glass, universal cord, grip, sw1, protector of universal cord have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device had an image failure. There is no reported harm to any patient or healthcare professional. Intended procedure was completed. No other information on the intended procedure. No impact on patient. Devices are inspected prior to use.